Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. The product support engineer (pse) recommend swapping the user interface (ui) or power management (pm) printed circuit board (pcb) to determine cause of error code. The customer was advised part as indicated by test.

Event description:
It was reported that the ventilator generated an error (1105) related to light emitting diode (led) failure. The ventilator was not in use on a patient at the time of the event occurred.